Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir & connector into an insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was unknown. Troubleshooting for the no delivery alarm was performed. Customer advised during the prime process they received the no delivery alarm because of the reservoir. Customer was advised to discontinue use of the reservoir and revert to a backup plan. Customer was advised that the reservoir would be replaced and agreed to return the product for analysis.